Event description:
The customer reported that after the second seal cycle, the surgeon noticed that the blue jaw insulation was damaged. Small portions of the material fell into the pt cavity and were retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation si complete a follow-up report will be submitted.